Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Covidien reference number: (B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
It was reported that a pulse oximeter's display showed missing segments. The oximeter was removed from the patient and replaced by a similar device. There is no death or serious injury associated with this event.